Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced the device turned on and then off without user input during testing. The cause was identified to be a depressed contact pins on rear case due to dried fluid residue, the contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device turned on and then off without user input. No additional information is available.